Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off sooner than the 120 seconds it was set to. The customer's blood glucose was between 70-200 mg/dl. No further information was provided regarding this issue.